Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. No adverse patient effects have been reported and the surface electrocardiogram reveals an intrinsic rhythm at a rate of 64 beats per minute. There is no magnet response. Boston scientific technical services (ts) discussed troubleshooting option. Attempts were made to obtain additional information; however, no further information has been made available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the case and header. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was returned for a reason documented in report 2124215-2016-11833. The device is undergoing analysis.